Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 500mcg/ml at a dose of ¿75¿. The pump was implanted on (B)(6) 2015 with an indication for use (IFU) listed as spinal cord injury/spinal cord disease and intractable spasticity. The patient developed swelling at the back incision and in the pocket. On (B)(6) 2015, the patient was taken to surgery to explore. The hcp questioned a possible cerebrospinal fluid leak; however, when the back incision was opened no leak was found. The hcp determined that a seroma had formed in the pocket and fluid tracked to the back via the catheter track. The fluid was drained from the pump site and the cultures came back clear. The issue resolved and the patient status was reported as ¿alive ¿ no injury¿. Additional information was received from a company representative (rep). The patient reportedly continued to have occasional swelling at the catheter anchor site. The healthcare provider (hcp) performed a dye study for a possible catheter break. The dye study revealed no leak in the catheter, as the dye spread in the cerebrospinal fluid (csf) only.